Event description:
Laao (left atrial appendage occlusion) device self-deployed from delivery device while inside body. No patient harm. Correct laao device placement confirmed. Delivery device removed from body.